Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that a the right ventricular (rv) lead was fractured and that a lead integrity alert (lia) was triggered due to noise and short v-v intervals. It was also noted that there was a spike in the high voltage and pacing impedances and that there may have been double counting of the wide qrs. It was later reported that high voltage impedance was high/undefined. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.